Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low, out of range, high voltage lead impedance issue and loss of capture issue was observed on the rv lead. The high voltage lead impedance value was normal. Patient was scheduled for a lead revision and for an upgrade of device. Lead was explanted and upon lead explant, lead fracture issue between the proximal coil and lead pin was observed on the rv lead. Physician suspected this was due to medical device placement causing the subclavian crush. A new lead was implanted. Patient was stable.